Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion was located in an average tortuous mid right coronary artery. On the second inflation the 2.0x15mm apex monorail balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. The patient status is good with no complications reported.